Event description:
A malfunction was reported on the customer's pump with a displayed malfunction code of "malf 16." Despite the malfunction, there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer in resetting the pump, but the malfunction recurred. Consequently, technical support decided to replace the pump and provided the customer with information on using an alternate insulin delivery method, mdi, while waiting for the replacement. The customer was advised on steps to take upon receiving the new pump and instructed to return the faulty pump.